Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the user was not able to retrieve filter, because the filter was embedded in the caval wall. The complaint device was not returned and no photos are available. Lot number of the complaint device was not provided for the investigation and cook was therefore unable to conduct a review of the device history record. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. IFU states that once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. The likely cause for the reported event can not be established due to insufficient information provided for this investigation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "they were struggling with getting the filter out and ended up not getting it out. About an hour into the procedure, the hub of the outer 11 fr sheath became disconnected from the sheath when the inner 9 fr sheath was being put back into the 11 fr sheath ((B)(4)-retrieval set). The device had been in the patient but the disconnection occurred on the prep table, not in the patient. They used some more devices and tried multiple techniques including an advanced retrieval (hang man) technique but could not get the filter out. The hook of the filter was embedded in the caval wall. The filter was initially placed sometime in (B)(6) 2018." Patient outcome: the filter could not be retrieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.